Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the primary surgery was operated on (B)(6) 2008-used replica-a 10.0mm, elite mom head 28mm +3, pinnacl-a bntm 44mm (by (B)(4)) and ultamet neutral 28mmidx44mmod for a (B)(6) female patient with idiopathic necrosis of femoral head symptom. On (B)(6) 2016, she could not take a power on her right leg with hearing a abnormal sound and it was difficult to walk when she was doing laundry and bended forward. The stem of replica-a 10.0mm on the right hip joint broken was found by x-rays. On (B)(6) 2017,the revision surgery was operated. The metal liner was replaced with the marathon poly liner. The pinnacle cup was still kept on her hip. The stem was replaced with an exeter stem (stryker¿s product) and fixed by wiring on her thighbone. Although some metallosis was observed around a soft tissue , it seemed to be not abnormal by visual observation. A black ring could be confirmed in the neck thread part of the stem, and it was broken at its proximal part. Examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fractured stem, some metallosis was observed around a soft tissue , it seemed to be not abnormal by visual observation. A black ring could be confirmed in the neck thread part of the stem, and it was broken at its proximal part.